Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a motor (rewind issue) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 03/17/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/25/2017 with the following findings: during investigation, there was no rewind issue observed in the black box and alarm history. There was a cs 064 alarm observed in the black box and alarm history with a high force occurring due to an occlusion. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no rewind issues or call service alarms observed. Unrelated to the original complaint, the piston cap was found to be missing. (B)(4).